Manufacturer narrative:
The customer had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4lbs due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The pump will be returned for analysis.